Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site and the nozzle unit from the air and the o2 gas module were replaced and returned for investigation. The reported alarm for low o2-concentration was reproduced during simulated use test of the returned nozzle units in a ventilator. Evaluation of the received device logs shows that the matching event on february 11 during the time period 04:03 to 12:26. If this condition occurs during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected and alarms will be activated to the condition. The root cause has not been fully established, but our conclusion is that it was likely due to the nozzle unit inside the air gas module.

Event description:
Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470, contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. (B)(4).